Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed motor test. The insulin pump was unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, minor scratches on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 453 mg/dl. Customer stated that she was asleep and nothing was going on with the pump. Customer stated that the pump had cracks on it and the buttons were kind of hard. Customer stated that she has not dropped the pump. After the customer cleared the no delivery alarm, she tried to refill the pump and it went through. Customer has not had any alarms since then. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.